Event description:
History: a (B)(6) female was found fully-clothed and unresponsive in bed, with a foam cone emanating from her mouth. She was pronounced dead at the scene. A single bottle filled with mixed prescription medications was recovered from her personal effects. The decedent had recently complained of extreme fatigue. Her past medical history was significant for the development of postpartum phlebitis and pulmonary emboli a year earlier. Despite anticoagulation, she again presented with a deep venous thrombosis as well as pulmonary emboli of both lower lung lobes within two weeks of discharge. She underwent a percutaneous thrombectomy and an ultrasound-guided placement of a bard g2 inferior vena caval -ivc- filter via the right internal jugular vein. The filter was deployed just above the level of the renal veins because of the significant amount of residual infrarenal thrombus. Autopsy findings: within the inferior vena cava, adjacent to the hilum of the right kidney, was a grey metal filter with six long struts and five short struts. No thrombus was trapped within the filter, and the surrounding ivc appeared intact and had an unremarkable diameter. There was bilateral pulmonary congestion. On cut section, the right lung revealed geographic areas of dark brown softening, most pronounced in the lower lobe. Also embedded within this lower lobe was a grey metal strut measuring approximately 1 inch in length and consistent in appearance with the missing short strut from the bard g2 ivc filter. Microscopically, both lungs revealed extensive neutrophilic infiltrates distending the alveolar airspaces, consistent with acute bronchopneumonia. Within the right lung were geographic areas of dark brown pigment deposition, consistent with hemosiderin, both within and surrounding macrophages, as well as loss of normal alveolar septal architecture.